Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
The patient has been burnt on both side of her vaginal area- according to (B)(6) - this is one of their sister locations and she believes that it could of been a user error... The nurse to update us on this - (B)(6). Update: we spoke to (B)(6), the nurse who had documentation regarding the incident (hippa) burns on either side of the v walls, no affects on the anti/posterior- 1 center in diameter. Sent pt with medication/etc... They have the pt coming back in 2-weeks, not sure for the same procedure. (B)(6). 4. Please describe what was observed. 2 speculum burn marks, one on the inside left vaginal wall and one on the inside right vaginal wall post leep procedure. Blue insulated instruments were used during case. Patients left side was greater than the right side.

Event description:
The patient has been burnt on both side of her vaginal area- according to (B)(6). This is one of their sister locations and she believes that it could of been a user error. The nurse to update us on this- a (B)(6). Update: we spoke to a (B)(6) the nurse who had documentation regarding the incident (hippa) burns on either side of the v walls, no affects on the anti/posterior- 1 center in diameter. Sent pt with medication/etc. They have the pt coming back in 2-weeks, not sure for the same procedure. Tel (B)(6). Please describe what was observed. 2 speculum burn marks, one on the inside left vaginal wall and one on the inside right vaginal wall post leep procedure. Blue insulated instruments were used during the case. Patients left side was greater than the right side.

Manufacturer narrative:
Investigation: x-inspect returned samples; analysis and findings: a review of the 2 year complaint history of the leep pedersen spec large shows no similar complaints on file. The leep pedersen large is a purchased product. Measurement of the returned product by incoming inspection shows that the product is to specification according to the non-routine inspection form this product is inspected 100% at incoming , where the inspector adjusts and opens and closes the speculum to ensure it's ability to have a full range of motion and the does a hipot test that ensures the item is properly coated. The complaint has was not confirmed. Coopersurgical will continue to monitor this complaint condition for any trends. This root cause of this complaint condition is attributed to user error. Correction and/or corrective action: none; no corrective action necessary at this time coopersurgical will continue to monitor for trends. Reason: the file will be closed as misuse of the product for the reported condition of vaginal burns. Should new information become available, the investigation will be re-opened. Was the complaint confirmed? Yes.